Manufacturer narrative:
(B)(4). Date sent: 7/1/2025 b3: publication year of 2021 d4: batch # unk d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204 this report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: fasting ghrelin and postprandial glp-1 levels in patients with morbid obesity and medical comorbidities after sleeve gastrectomy and one-anastomosis gastric bypass: a randomized clinical trial authors: ahmed roushdy, msc, mohamed a. Abdel-razik, md, sameh h. Emile, md, mohamed farid, md, hosam g. Elbanna, md, wael khafagy, md, and ayman elshobaky, md citation: surg laparosc endosc percutan tech 2021;31:28¿35. Www.surgical-laparoscopy.com this prospective randomized study aimed to compare sleeve gastrectomy (sg) and one-anastomosis gastric bypass (oagb) in terms of weight loss, improvement in comorbidities, and change in serum ghrelin and glucagon-like peptide-1 (glp-1) levels. A total of 40 patients (2 male and 38 female; mean age of 33.8 ± 5.4 (range; 24 to 53) years; mean preoperative bmi of 48.6 ±7.7 (range: 35 to 62.5) kg/m2) with morbid obesity associated with medical comorbidities who underwent either sg or oagb in the general surgery department, mansoura university hospitals, in the period of march 2016 to november 2018 were included. The harmonic ace scalpel (ethicon endo-surgery; j & j medical ltd, cincinnati, oh) was used in both groups. Reported complications include reactionary hemorrhage (n=1). In conclusion, oagb was associated with significantly higher excess weight loss than sg. Improvement in comorbidities and the incidence of postoperative complications were similar between the 2 procedures. The reduction in fasting ghrelin and postprandial glp-1 serum levels at 6 and 12 months after sg was significantly higher than that after oagb.